Event description:
Caller reported blood glucose results for himself and wife of 250 mg/dl and 130 mg/dl on the compact plus system within 10 minutes. Reported blood glucose results from another date of 365 mg/dl, 395 mg/dl, and 160 mg/dl on the compact plus system within 10 minutes. Reported no symptoms or adverse event. A request was made for the return of the system, replacement was sent.